Manufacturer narrative:
The reported event of a "ovalish", bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 30mm amplatzer pfo occluder was selected for implant. During deployment, the discs did not sit properly on the septum resulting in residual shunting. Once the device was placed, an "oval-ish" deformation was noted. The device was removed and exchanged with an occlutech pfo occluded. The patient was reported to be in stable condition.